Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The patient received multiple inappropriate shocks due to noise on the right ventricular lead. This was confirmed by reviewing the holter iegms. Review of the device diagnostics showed a recent, large drop in the right ventricular lead impedance, which would indicate a lead integrity issue. This device remains implanted.